Event description:
Journal reference: friedman et al. "Wireless upper esophageal monitoring for laryngopharyngeal reflux (lpr)" otolaryngol head neck surg 2007; 137(3): 471-476. The article describes a study of 89 patients that were selected to receive the bravo ph monitoring system. Four patients had unsuccessful initial capsule placement attempts. Three were successfully placed on the second attempt. One second attempt was unsuccessful. (Four patients, five unsuccessful placement events).

Manufacturer narrative:
.